Manufacturer narrative:
The device was returned to olympus france.(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the device. All channels: pseudomonas spp. (1 cfu/endoscope) the device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Evaluation of the device confirmed damage and deformation of the suction cylinder. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by followings; the reprocessing had not been performed according to the instruction manual. The subject device had been reprocessed by a reprocess method which is not recommended in the instruction manual. Bacteria had been accidentally mixed in from other than the subject device during the microbiological test. If additional information becomes available, this report will be supplemented.